Manufacturer narrative:
Reference MFR medwatch # 0002916596-2014-02011 for the report of the driveline repair procedure. Reference MFR medwatch # 0002916596-2013-00511 for the report of the device exchange procedure. The patient weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 3 months. A portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, approximately 4 years and 3 months post-implant, the patient was found at home in cardiogenic shock. Emergency medical services attempted resuscitation efforts. The patient was transported to the hospital. The pump was off, and the system controller was exchanged in an effort to restart the pump. The patient expired 30 minutes later. It was also reported that the patient had a history of non-compliance with treatments, a driveline repair procedure, and a severe driveline infection requiring pump exchange in 2013. The pump was not explanted from the patient postmortem, and will not be returned. No additional information was provided.

Manufacturer narrative:
Approximately 29.5 inches of the external portion/distal end of the percutaneous lead (lead) was returned for evaluation. The driveline was completely covered in rescue tape and the distal end of the bend relief was separated from the metal connector. Electrical continuity testing was performed and the red and orange wires produced open circuits when the lead was manipulated near the metal connector. The outer jacket layer of the lead was removed and multiple areas of metal shield breakdown were noted. The clear bionate and metal shield layers of the lead were removed and the red and orange wires were found to be completely fractured at the end of the metal connector. The observed wire damage appeared to be the result of repetitive movement of the lead at this location. The remainder of the lead was submerged in a saline solution for high potential testing to further verify the integrity of each wire's insulation and no additional areas of current leakage were identified. The left ventricular assist system operates on a three phase motor. Each phase is powered by two redundant wires. At least one wire from each motor phase must be intact for the pump to operate. The red and orange wires redundantly support motor phase 3. Damage to both of the red and orange wires would have resulted in the reported pump stop which was confirmed through review of the log files collected from the returned system controllers. Multiple low speed and pump stoppage events were captured in the log files. The system appeared to struggle to maintain a speed above the low speed limit and stopped multiple times. The analysis of the returned system controllers did not reveal any device issues. The system controllers were functionally tested and found to operate as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.